Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a planned treatment/non-emergency treatment. The procedure was delayed for approximately 20 minutes but was completed with the same system. A philips service engineer (fse)inspected the system onsite and confirmed the reported problem. System logs were read and confirmed that the system was down at the time of the event. Troubleshooting identified that the mains circuit breaker in the hospital was opened as the customer had accidentally pressed the safety switch of the mains. The service engineer resolved the issue by resetting the switch with the help of an electrician. After this repair, the system was returned to use in good condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system was unable to boot up successfully due to a lack of power to the system. The system was not receiving power as a result of an open circuit at the hospital mains circuit breaker. It was confirmed that the this was the result of a user error involving the hospital mains not the system itself. There is no indication that the system malfunctioned, and the issue was resolved once the hospital's mains was reset. Therefore, the system was functioning as intended. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully. No harm has been reported to philips. Philips has started an investigation of this complaint.